Manufacturer narrative:
The event occurred at (B)(6). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approx. Age of device: approximate age of device ¿ 3 years and 3 months.  The pump was returned assembled with the percutaneous lead cut approximately 3 inches from the pump housing and the severed portion of lead was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, a white, non-laminated deposition was present on one of the blades of the rotor. Similar depositions were found in the outlet stator (proximal). The depositions were not adhered to any surfaces and lacked denaturation. Origins of the depositions and an amount of time for which they were present in the pump cannot be conclusively determined. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2014. On (B)(6)2017, the patient underwent a routine heart transplant. There were no device related or patient issues reported. The explanted pump and was returned to the manufacturer for analysis. During the evaluation of the returned explanted pump, a deposition was identified within the device.